Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record of pn (B)(4), sn (B)(4) determined the cutter failed the test cut as the cut was incomplete; however, the repair was not completed because cutters are not repairable. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported there was an incomplete mesh. No harm occurred. Investigation showed the cutter did not pass the mesh test. There was no adverse event reported as a result of this malfunction.